Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The small battery drive device was evaluated and it was observed that the device passed the pre-repair diagnostic assessment. During repair it was observed that the electronic control unit (ecu) was damaged as there was voltage output in the off mode. It was further observed that the motor was damaged as the magnet moved, and was not flush. It was determined that these issues were consistent with wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the small battery drive device would not spin. During in-house engineering evaluation it was observed that the electronic control unit (ecu) was damaged as there was voltage output in the off mode, and the motor was damaged as the magnet moved, and was not flush. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.